Event description:
It was reported that a user received a pairing failed alert for a new continuous glucose sensor and, after rescanning, observed the sensor was in its warmup period, after which no further issues were reported. Symptoms included no adverse clinical effects. Outcomes included no impact to health or need for medical care. Investigation included user-guided troubleshooting and education to rescan and confirm sensor status. Investigation of this case revealed normal device behavior consistent with expected sensor warmup following an initial pairing attempt. It was concluded, based on similar reports, that the cause was user interface or use sequence leading to a transient pairing failure that resolved with proper rescanning during warmup.